Event description:
It was reported that (1) device was used during a hip implantation. It was reported by the affiliate that the pmw35 was used. There was clinging when removing after firing the instrument although the surgeon backed it off. A competitors device was used to complete the case. There was no consequence to the pt.